Event description:
Allegedly, patient was revised due to dislocation/subluxation components not revised : product ID: pha06262 / procotyl l beaded and ha coated cup size 52mm / lot# 58567095; product ID: ppr67604/ anca-fit ha coated anatomic femoral stem size 11 right / lot# 28531335; revision njr number: (B)(4); side:r; primary asa: p2 - mild disease not incapacitating.